Event description:
The user facility reported that a surgical pt, assessed as having poor vascular access, had a 14 gauge IV catheter device placed into the external jugular vein by an anesthesiologist. The device was allowed to dwell beyond the normal 72 hr limit set by the facility due to the vascular assessment. When the device was removed, it was discovered to be severed. A surgeon retrieved the severed portion of the catheter from the pt via a small incision which was performed at the bedside. The device was discarded at the facility, and no lot number was available. The pt is reported to have suffered no adverse outcomes from the occurrence.